Event description:
Primary total knee arthroplasty performed in 1999. Due to mild pain and swelling of the knee, revision performed in 2001, to replace patella and tibial bearing components. Wear of the articular surface of patella found intraoperatively.